Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: anxiety-product/procedure, deflation.

Event description:
Healthcare professional reported right side exchange from textured to smooth implant due to the patient's concern with the product. Healthcare professional later reported "deflation". Device has been explanted, replaced, and discarded.